Event description:
The complainant reports that a balloon was inserted in 2008 and fell out 3 days later. The balloon was checked and re-inserted and fell out again later that evening. The complainant reports the balloon has a split in it.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.